Event description:
It was reported that during an upper left lobectomy procedure, on the second firing, the reload did not deploy 2/3 of the distal staples on the left side. Another device was used to close the staple line. There was no pt consequence.

Manufacturer narrative:
The analysis results found that the cartridge was returned partially fired and was noted to have a wedge band bypass, as the right side was fully fired and the left side was ? Fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found normal. However, the left sled and the cartridge deck were damaged. The damage found on the cartridge deck is consistent with damage caused when the device is clamped over a hard object. When this happens the cartridge gets indented, and therefore, there is not enough space for the sled pushing the driver to continue its run. This is the reason why the sled gets damaged. When the mechanism is forced, the wedge band will bypass the sled. As stated in the IFU, "if resistance is felt, stop and replace the cartridge." No functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.